Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump's usb port was damaged and became loose, caller states silver usb port does not hold onto the charging port snugly. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.